Event description:
Event description cpi received information that this implantable pulse generator(ipg) was exhibiting question marks when attempting to verify battery status, while still in the box. The battery status was displayed after numerous attempts.